Event description:
The customer reported to customer service that the cord for her power supply for her pump is frayed and kinked and the wires sparked when she was unplugging it. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts were made to contact the customer to get add'l complaint info and to follow up on product return. However, as of the date of this report, contact with the customer has not been made and the power supply has not been received for testing/analysis. Sparking is indicative of at least one short in the dc cord. The product involved in the complaint was not returned for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.